Event description:
It was reported that during a percutaneous intervention procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 70% stenosed target lesion was located in the scarred and mildly tortuous ureter. The 8.0 x 40, 75cm mustang balloon was selected and the physician encountered resistance while advancing the device. The mustang balloon ruptured at 20atms upon the first inflation. The device was removed intact. The procedure was completed with another 8.0 x 40, 75cm mustang balloon. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).